Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received functional and electrical testing. A visual inspection was performed along with a short simulated therapy. Upon conclusion of the investigation, the cause of the issue was determined to be use error and false empty detect, inappropriate bypass of the caution: negative ultra filtration (uf) alarm. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass a caution: negative uf alarm. There is also a warning that states "bypassing a caution: negative uf alarm can leave fluid in the peritoneal cavity and results in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 08:25:25. During night drain cycle two, the patient's ultrafiltration reading was 329ml, indicating the home patient drained 329ml more than their maximum programmed fill volume of 500ml. No additional information is available.